Event description:
Per the clinic, the patient experienced a loss of osseointegration (date not reported) resulting in fixture loss. There are plans to replace the lost fixture, but it is unknown in this has occurred as of the date of this report, (B)(6) 2012.

Manufacturer narrative:
This report is filed november 13, 2013.

Manufacturer narrative:
Per patient's surgeon, the patient was reimplanted with a new device on (B)(6) 2012. This report is filed (B)(4) 2012.

Manufacturer narrative:
(B)(4).